Event description:
(B)(6) / I was a 59 year old female who underwent surgery on (B)(6) 2023 for a full thickness retracted re-tear of my right rotator cuff and muscular atrophy. Prior to this surgery, I had no history of systemic inflammatory disease, inflammatory arthritis, nerve pain or widespread joint pain and swelling. During the procedure, a stryker inspace subacromial balloon spacer was implanted. My initial recovery progressed as expected. However, by mid-(B)(6) 2023, I began experiencing increasing pain in my right shoulder and developed pain in my left shoulder, swelling, stiffness and pain in the fingers of both hands, burning and tingling sensations in the toes of both feet and muscle pain in my arms. At a follow up appointment in (B)(6) 2023, I asked my surgeon whether an allergic reaction to the balloon could be contributing to my symptoms. He quickly dismissed my concern and I did not feel my question was fully addressed. In (B)(6) 2023, another doctor referred me to a rheumatologist after she observed significant swelling in my hands. Laboratory testing on (B)(6) 2023 demonstrated elevated inflammatory markers, including an esr of 37 mm/hr and a crp of 6.8 mg/l. Testing for rheumatoid arthritis, lupus and other connective tissue diseases was negative. I was initially treated with hydroxychloroquine without benefit and subsequently escalated to methotrexate therapy. Additional treatments included orencia, hyrimoz and enbrel and 2 rituximab infusions, all with limited or no sustained improvement. I have also undergone a lidocaine infusion, trigger point injections and 3 ketamine infusions for ongoing pain management, with limited or no relief. In (B)(6) 2023 I was prescribed gabapentin by a pain specialist for the burning and tingling in my toes. After 4 days of low dose use, I developed severe burning and tingling in my mouth along with persistent altered taste which resulted in significant weight loss over the following 4 months. Although the symptoms have lessened, I continue to experience persistent burning, tingling and altered taste in my mouth which I associate with gabapentin exposure. Although my inflammatory markers have since normalized on treatment, I continue to experience persistent pain and swelling of my fingers and burning and tingling sensations in my toes. I am currently between treatment plans and awaiting results of a skin biopsy to evaluate for small fiber neuropathy. Of note, according to u.s. Food and drug administration labeling, the inspace subacromial tissue spacer system ¿¿is indicated for patients age 65 and older with massive irreparable full-thickness rotator cuff tears¿¿. I was 59 years old at the time of implantation. I am submitting this report due to the temporal relationship between implantation of the device and the onset of systemic symptoms and because my condition has required ongoing rheumatologic and neurologic evaluation without a definitive alternative explanation.